Event description:
Allegedly the patient had unexplained thigh pain, and as the implants were mom, the surgeon decided to remove the conserve cup and bfh and implant a trabecular metal cup with a polyethylene liner and a ceramic head. He also decided to change the neck which was successfully removed with the new extractor. The surgeon was very happy with the result and that he did not have to remove the well fixed profemur l stem. Medium activity level.

Manufacturer narrative:
This event occurred in (B)(6). This is the same event as 3010536692-2014-000717, 00718.